Event description:
During g3 surgery, the surgeon placed the u-lag screw into the patient bone. The surgeon tried to insert the u-blade using the inserter. While inserting the u-blade, one spring pin of inserter broke. The surgeon inserted the u-blade using the hammer and the surgery was completed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.